Event description:
Allegedly the patient developed pain and discomfort requiring removal of the component.

Manufacturer narrative:
This investigation is not complete. Trends will be evaluated. Additional information has been requested. Although several attempts have been made, no medwatch 3500a has been received from the reporter or user facility. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-00043.

Manufacturer narrative:
Conclusion: no device failure. Product not returned. Complaint reviewed and analysis showed no trend for (B)(4), lot no: 109969370. Device history record reviewed. Photographic images and operative report reviewed. Evidence that product in specification when used.